Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that the patient's belt would not properly connect to the monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt will not properly connect to monitor) has been confirmed. Upon eval, the belt failed incoming functional testing. Upon investigation, pins 9 and 12 were bent in the trunk cable connector. The cause for the disruption in communication between the belt and the monitor is the bent pins in the connector. The root cause of the bent pins cannot be positively identified but is likely excessive force placed on the trunk cable connector. No adverse event resulted from the damaged pins. The patient received a replacement electrode belt.